Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this right ventricular (rv) lead had dislodged as it was not capturing the patient during a threshold test. Surgical intervention was performed and the rv lead was repositioned successfully. No adverse patient effects were reported.